Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom acetabular component 56/50 p on the right side on (B)(6) 2007. The stem was revised on (B)(6) 2009 due to unknown reasons, however, the acetabular cup was retained. Due to osteolysis, revision surgery of the cup is planned for (B)(6) 2013.

Manufacturer narrative:
The MFR did not receive devices or x-rays for review. Other source documents (surgical report) were provided. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the information provided, as the patient has not been revised. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).